Event description:
Reportable based on device analysis completed on (B)(4) 2014 it was reported that the tip of the catheter kink. The target lesion was located in the isthmus area. A blazer prime xp was used during flutter ablation. During procedure the tip of the catheter got kink. The procedure was completed with another with same device. No patient complications were reported and the patient¿s status is stable. However, the distal section has char in the tip and the adhesive lifted.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. Unit returned in a generic plastic bag which has a kink at the distal section while in the neutral position. In addition it was also noted that there was char at the tip of the device, adhesive lifted and blood evidence under the adhesive in the ring 2. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).